Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported an unidentified spectrum pump failed to properly detect an upstream occlusion during therapy in the "cvicu". The customer reportedly left the blue slide clamp closed, suspended one upstream occlusion alarm given by the pump, and never received another indication there was an upstream occlusion. It was also reported there was no pt injury.